Event description:
It was reported via repair work order that the fowler would not lower manually or electronically due to a damaged cam card. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.